Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows two truguide needles placed beside each other and blood residue was noted on one of the truguide needle. Based on the photo review, the reported event cannot be confirmed. By comparing the received label sticker from the manufacturer site against document, it was noted that everything mentioned in the product label sticker such as pk number, country origin, gauge size & needle length, lot number characters, use by date format, gtin number, sequential number format was verified, and it matched with the document. By comparing the received pouch from the manufacturer site against document it was noted that the catalogue number, pk number, gauge size & needle length, lot number characters, use by date format, gtin number which was mentioned in the pouch was verified and it matched with the document. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported device markings / labelling problem issue could not be determined based upon the provided information. Labeling review: labeling review is required for this record as the reported event is a labeling issue. By comparing the received label sticker from the manufacturer site against document, it was noted that everything mentioned in the product label sticker such as pk number, country origin, gauge size & needle length, lot number characters, use by date format, gtin number, sequential number format was verified, and it matched with the document. By comparing the received pouch from the manufacturer site against document, it was noted that the catalogue number, pk number, gauge size & needle length, lot number characters, use by date format, gtin number which was mentioned in the pouch was verified and it matched with the document. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a computed tomography-guided renal biopsy procedure utilizing the maxcore and trueguide systems. During the procedure, the device was found to be in improper packaging. The procedure was successfully completed with an alternative device. There were no reported injuries to the patient.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a computed tomography-guided renal biopsy procedure utilizing the maxcore and trueguide systems. During the procedure, the device was found to be in improper packaging. The procedure was successfully completed with an alternative device. There were no reported injuries to the patient.